Manufacturer narrative:
(B)(4). D10- medical product: zuk prc tray sz3 rmed/llat, item# 00584200302, lot# 62925355. Zuk prc fem szd rmed/llat, item# 00584201402, lot# 62867435. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately ten years and six months post implantation due to metallosis and poly wear. Attempts to obtain additional information have been made; however, no more information is available.